Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality unit had an incomplete seal on the bottom, resulting in the entire surfactant spilling out during the washing portion of the case. An additional unit was required. Two units were required per case. Device 2 of 2.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation on a different batch/lot#. The reported condition could not be confirmed and is believed to refer to the chamber squeegee feature, which is not intended to provide the device vacuum seal. Because the devices were discarded and not returned for evaluation, the specific leak path and root cause could not be conclusively determined. Based on the available information, a likely cause of the leaking is displacement of the sliding door/gasket interface during use, potentially associated with chamber flexing caused by vacuum changes. This complaint is considered confirmed; however, the exact failure mechanism remains undetermined. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.